Manufacturer narrative:
(B)(4).

Event description:
It was reported that: cvc (central venous catheter) breaks during the turning of the patient in bed. The patient has a cvc in the groin. There are two "tips" or luer, one white and one brown. The white luer is connected to the tpn. When the staff turns the patient, the white luer becomes detached from the tubing. The tubing is clamped using forceps. An anesthesiologist is contacted and comes to the ward to examine the cvk. The cvk is removed, and a venous port is activated in consultation with the anesthesiologist. The anesthesiologist believes there is likely a problem with the material. The patient experienced distress but no symptomatic harm.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Do not alter the catheter, guidewire or any other kit/set component during insertion, use or removal." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: cvc (central venous catheter) breaks during the turning of the patient in bed. The patient has a cvc in the groin. There are two "tips" or luer, one white and one brown. The white luer is connected to the tpn. When the staff turns the patient, the white luer becomes detached from the tubing. The tubing is clamped using forceps. An anesthesiologist is contacted and comes to the ward to examine the cvk. The cvk is removed, and a venous port is activated in consultation with the anesthesiologist. The anesthesiologist believes there is likely a problem with the material. The patient experienced distress but no symptomatic harm.